Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 12/12/2014 and did not confirm the reported event of intermittent audio output.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output patient experienced on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's father to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. However, the device does not turn on. A review of the receiver log found no errors. An interior inspection was performed and the inspection passed. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of an intermittent audio output. The root cause was determined to be a defective speaker.